Event description:
It was reported by the contact that the customer received an auto-off alarm and that there had been no interaction with the pump since dinner the previous night (12 hours prior to the alarm). The customer's blood glucose level was 277 mg/dl and then had lowered to 169 mg/dl. During troubleshooting with tandem technical support, the contact understood that the auto-off safety feature can be extended and the contact indicated that any changes would be discussed with a health care provider.

Manufacturer narrative:
The t:slim pump user guide states that the auto-off feature can be set up to 24 hours or off. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.